Event description:
It was reported that pump declared cartridge change error. Customer experienced high blood glucose level of 513 mg/dL. Customer addressed high blood glucose by giving correction injection with manual injections and did not need outside assistance. Technical Support guided customer in removing loose O-ring from pump pneumatic area and completing loading process on pump allowing insulin therapy to resume.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.